Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed and a crack in the cuff connecting tube was noted. The cuff was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cuff passed leak test and visual inspection. Based on the information available, it was unable to confirm the reported observation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed and a crack in the cuff connecting tube was noted. The cuff was explanted and replaced. There were no patient complications.